Manufacturer narrative:
Inspection of the patient x-ray provided confirmed polyethylene wear. However, insufficient information was provided to identify the extent and cause of the wear. It was noted that the depuy products had been implanted with a competitors stem product. A review of device history records identified no related deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision is planned because of pe wear.